Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. It was further reported that upon checking the line, the nurse detects a tear approximately 10 cm from the cassette and liquid was coming out. This occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed and a hole in the patient line tubing was observed 2cm from the cassette junction. Additionally, the superior right part of the cassette had the film perforated; the film had a superficial tear without perforation in the middle part of the cassette as well. The cassette was functionally tested which resulted in a failed leak test due to the conditions found. The reported condition was verified on the actual sample. The cause of the hole and tear could not be determined. Twelve (12) retention samples were also evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples met specifications. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.